Event description:
Information received indicates the head section is drifting down slowly.

Manufacturer narrative:
The technician inspected the hydraulic manifold system and found the CPR valve solenoid wasn't working. He replaced the CPR valve solenoid guide tube to repair the bed.